Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured after it was being inflated for several times. The device was replaced with a wolverine cutting balloon and the procedure was completed. No patient complications were reported.